Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's atrial output would not stay stable. The generator has not been received into service. No patient complications have been reported as a result of this event.